Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an unknown procedure, while using the firstpass suture passer, the capture part of the device broke into pieces. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H11: corrected data h6(health effect - impact code).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The suture capture is completely detached. The detached capture was returned. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the needle will deploy when trigger is initiated, due to detached suture capture not able to test suture capture function. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states without the requested information, the reported firstpass suture passer breakage could not be further assessed. It has not been communicated if the broken pieces were retrieved from the patient. The device is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage and possible retained foreign body could not be definitively determined. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.